Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 (over temperature psc) malfunction alarm code; however, it was noted in the device history multiple times. The probable cause of the s233 malfunction alarm code was a broken fan assembly. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature psc) malfunction alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, multiple s233 malfunction alarm codes were noted in the device history. No additional info was provided.